Event description:
Reporter stated her breast implants were replaced on (B)(6) 2011. She was told the new ones would last for 10 years. In 2014 she started having symptoms like fevers, infections, cellulitis. She continued to have those symptoms randomly until recently. In (B)(6) of this year she went to ER because of difficulty breathing and she was told that her implant had ruptured and migrated to her lungs. She said she has scheduled to have the implants removed on (B)(6) 2018. She stated her concern as to the cost of implants removal (about $(B)(4)) and related treatments when the manufacturer should be the one to cover the cost. The reporter suspects the implant might have ruptured a long time ago.